Event description:
Country of complaint: (B)(6). Thread under skin broke following a caesarean. Patient reoperated using novosyn(2).

Manufacturer narrative:
Us reporting agent notified on: 01/15/2015. Manufacturing site evaluation: evaluation on-going.